Event description:
It was reported that device was explanted and replaced due to charge timeouts.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of charge timeouts was confirmed via review of the device image. The device was tested using a different set of capacitors and the charge time was normal. The capacitors were analyzed and an internal anomaly was observed that caused the extended charge time.